Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4), a wholly owned subsidiary of rti, rec'd a complaint on 05/13/2015 reporting that the surgeon had an intraoperative challenge with the bovine pericardium showing weak spots once the surgeon sutured down all sides of the implant. The implant was left in place and the surgeon added dura seal. There were no pt complications reported.

Manufacturer narrative:
Method: graft was not returned to rti for eval, therefore a re-review was performed of the mfg records, sterilization run reports, environmental monitoring results, qual control / assurance reviews and release, and the complaint database for related complaints associated with the lot. Results: no deviations were noted during processing for lot nz13490047. The graft underwent a validated sterilization methodology; tutoplast which includes terminal sterilization by gamma irradiation after packaging. Environmental data and records generated during and around the time of processing for lot nz13490047 were acceptable. To date, rti has distributed (B)(4) xenografts from the lot without related complaints. Conclusion: the deice was not returned for eval. Records re-review results demonstrated no deviations during the mfg of graft ID (B)(4) and it met all spec requirements and release criteria at the time of distribution. Based on our records re-review and the info provided, this event is unlikely related to the xenograft implant.